Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered three shocks in different episodes. The therapy of the patient was turned off, and feedback was requested to technical services. At this time, this system remains implanted but out of service. No further adverse patient effects were reported. Additional information was received detailing that the review of the data was performed. The intrinsic morphology of the patient was not stable and low amplitude was observed. T-wave oversensing was observed. Troubleshooting options and further clinical evaluation of the patient was discussed. A potential system explant was also mentioned. At this time, this system remains in service. No further adverse patient effects were reported.